Event description:
It was reported that this lead was explanted due to phrenic stimulation in bipolar. Lead was showing loss of capture in unipolar configuration. Along this lead, the pacemaker was also explanted due to therapy upgrade/downgrade. No additional adverse patient effects were reported. The product is expected to be returned by the hospital.